Manufacturer narrative:
Device details were not available as of the date of this report. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced relapsed skin infection and granulation at the abutment site. Subsequently, the patient underwent skin revision on (B)(6) 2016 to exchange the abutment.